Event description:
User facility had the sheath in place and performed the angioplasty on the left sfa with a good result. After the control angios they wanted to remove the sheath, but when the doctor tried to pull the sheath out of the body, he heard a "snap" and the pt said "aaah". The physician locked and noted the sheath had fallen apart/broke off in the region of the bifurcation. After that the user facility personnel attempted to grab the distal part of the sheath (which had broken off) with a snare, but the snare only was going into the aorta and not into the common iliac artery. The pt was sent to the operating room in order to remove the sheath out which remained in the body. The remaining sheath was removed in 2 pieces (1 from above and the other from below of the groin. A patch was made to close. No info was provided regarding outcome/condition of the pt at this time. Per the doctor there could be several reasons for this occurrence: steep bifurcation, fragile arteries (5 mm sfa), use of normal terumo instead of a stiffer guide wire, he did not use the introducer through the sheath in order to remove it. Maybe it got stuck on a plaque which caused the sheath to brake apart. (According to doctor this could be his part). It could also have to do with a mfg problem or a weakness in the sheath itself.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Device code: separates is not listed in the instructions for use. Investigation eval: no product was returned to assist in this investigation. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010. Per specs, "insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps, bulges and protruding coils." In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." No product was returned to assist in this investigation, however, as advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage through the pt's mildly calcified arteries and tortuous aortic bifurcation. Although 100% inspected for sheath size and integrity, the sheath was reported to have separated. Review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU, which is prior to the post sterilization services date for this device. We are continuing to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events and have verified the effectiveness of implementing the described corrective/preventive action per quality systems procedures.